Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, while using an 80 cm. 7 fr. Maxi ld 18 x 6 balloon catheter within a (non-cordis) wall stent in the iliac vein, it came apart. There was no reported patient injury. The product will be returned for inspection. Additional information received indicated that there was no balloon burst noted, just the reported separation. There was no reported product issue with the stent. The product was removed successfully from the patient without any patient injury. The product was prepped properly and no damage was noted prior to use of the balloon in the patient. Additional information received indicated that it was the balloon that was separated. The separation occurred once the balloon was deflated and attempted to be withdrawn from the patient. There was only one inflation with the indicated appropriate atmospheres. The balloon had to be removed by pulling the sheath out over the wire and anchoring the balloon with a hemostat when pulling to make sure the part of the balloon that separated didn't stay in the patient. The separated balloon is being returned for analysis along with the balloon catheter. No additional information is available.

Manufacturer narrative:
While using a 7 fr. Maxi ld balloon catheter for stent dilation within a non-cordis wall stent in the iliac vein, that although there was no reported balloon burst, the balloon separated. There was no reported product issue with the non-cordis stent. The product was prepped properly and no damage was noted prior to use of the balloon in the patient. The separation occurred once the balloon was deflated and attempted to be withdrawn from the patient. There was only one inflation with the indicated appropriate atmospheres. The balloon had to be removed by pulling the sheath out over the wire and anchoring the balloon with a hemostat when pulling to make sure the part of the balloon that separated didn't stay in the patient. No additional information is available. There was no reported patient injury.   The product was returned for inspection. One non-sterile unit of maxi ld 7f 18x6 80cm was received coiled inside a plastic bag. Per visual analysis the balloon presented an axial burst/separated condition and the inner body was observed separated at 11 cm from distal. No other damages were observed in the returned unit. Sem analysis was performed to the received unit: sem results showed that the internal surface and marker bands did not presented any evidence of damages. However, the external surface presented evidence of scratched marks near to the balloon burst/ separated areas and it¿s very likely that the same factors that caused the scratched marks on the balloon outer surface can also contribute to the burst/separated condition found on the received balloon. Also the separated inner lumen surface presented evidence of elongations at the surroundings areas of the separation. These elongations observed could be related to an application of a force that induced a plastic deformation until rupture. Also the separated wire presented evidence of ductile dimples that can suggests pulling / stretching events. No other anomalies were found. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17472439 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Balloon burst and pressure tests results, were reviewed and no anomalies were found during manufacturing process of these lots.   The complaint reported by the customer as ¿balloon - separated - in-patient¿ was confirmed due to condition as was received the unit for analysis. The exact cause of the burst/separation noted on balloon as well the inner body separated could not be conclusively determinate during the analysis. However, sem results showed that the internal surface and marker bands did not presented any evidence of damages. However, the external surface presented evidence of scratched marks near to the balloon burst/ separated areas and it¿s very likely that the same factors that caused the scratched marks on the balloon outer surface can also contribute to the burst/separated condition found on the received balloon. Neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process. Controls are in place on the manufacturing process. Therefore, no corrective/preventive actions will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event. The inner lumen surface presented evidence of elongations at the surroundings areas of the separation. These elongations could be related to an application of force. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.